Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an infection.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Subsequent information states the patient expired approximately one month post system explant. Boston scientific contacted the field representative for additional information. The associated field representative communicated that the patient did not have another system implanted and the cause of death remained unknown. It was additionally communicated there were no allegations against the system as a causative factor and no products have been returned.